Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was over 500 mg/dl and 44 mg/dl at the time of incident. The customer did not experienced symptoms due to high and low blood glucose. The customer treated low blood glucose with food and high blood glucose level with manual injection. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported high and low blood glucose event. The customer did allege under and over delivery on insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer had received insulin flow block alarm. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue use of the device.